Event description:
Pt revised because of loosening and polyethylene wear, found patella cracked.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear, however, polyethylene wear after approx twenty-two years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.